Event description:
Regulatory agency reported right side "periprosthetic shell stage 3 the breast is hard and deformed, but no pain" and "folds, waves, rotation". Device has ben explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.